Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a remote follow-up, loss of capture was noted on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.